Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple error alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump passed the displacement test and self test. The customer was advised to disconnect from the insulin pump. The customer further reported that the insulin pump was able to rewind. The insulin pump will not be returned for analysis.